Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and has visualization of foam particles. In addition to above findings, there is a presence of contamination findings, which are tiny black pieces of a black substance. There is also presence of other contamination which are light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure and white dust-like contamination at the air inlet and the inside bottom of the blower box. There is also a missing sd card cover. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.